Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the m14 product, and did not know the lot number of the units he used at the time of the infection.

Event description:
Intermittent catheter patient (user) said he had a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and fully recovered from the infection.